Event description:
It was reported that following a successful stent deployment, and removal from the guide wire, it was noted that the tip of the duet sent delivery system had separated and was still on the guide wire. It was stated that no resistance was felt while removing the sds from the "gw." The case was completed without further incident. No pt injury occurred.